Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date device received by manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports that during an unknown procedure on (B)(6) 2018, the tip of a dynamic hip and condylar screw system (dhs/dcs) coupling screw broke off inside the dynamic hip and condylar screw system (dhs/dcs) lag screw while the scrub nurse was assembling it. A second dynamic hip and condylar screw system (dhs/dcs) instrument pan was opened to obtain another coupling and lag screw. It was unknown if there was a surgical delay. There was no patient consequence. There was no patient outcome reported. Concomitant device reported: dhs/dcs lag screw 12.7mm thread/ 90mm - sterile (part: 280.290s, lot: h599206, quantity: 1). This report is for a dhs®/dcs® coupling screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: a device history record (DHR) review was conducted for part number: 338.31, synthes lot number: 6592615: supplier lot number: n/a, release to warehouse date: 23-feb-2011, expiration date: n/a, manufactured by synthes jennersville: ncr was generated during production for 12 parts with faded etch. Parts were reworked and passed inspection. This non-conformance is not relevant to the complaint condition since it is not related to complaint condition of tip of a dynamic hip and condylar screw system (dhs/dcs) coupling screw breaking off inside the dynamic hip and condylar screw system (dhs/dcs) lag screw. The material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. At customer quality, the returned dhs/dcs coupling screw (part #338.31, lot # 6592615, mfg # 23-feb-2011) was received at us cq. Concomitant device: dhs/dcs lag screw (part #: 280.290s, lot #: h599206) visual inspection: the dhs/dcs coupling screw was inspected at us cq. Upon visual inspection, it was observed that the threaded distal tip was broken at its first proximal thread, and the broken threaded distal tip was not returned. Except for the breakage, dhs/dcs coupling screw was in good condition for its 7-year lifetime. The received condition agrees with the complaint description. Dimensional inspection: dimensional analysis was performed on the coupling screw and the diameter of the shaft proximal to the broken portion, measured and it falls within the specification based on relevant drawing. Document/specification review: the relevant drawing(s) was reviewed; no design or manufacturing defect or deficiency was observed during the investigation. Material/hardness review: the material was determined to be conforming at the time of manufacture based on the review of the DHR. Investigation conclusion: the complaint condition is confirmed as the dhs/dcs coupling screw was received broken. While no definitive root cause could be determined it is possible that the device encountered unintended forces while the scrub nurse was trying to thread the coupling screw into the end of the lag screw. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.